Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned instrument found the complaint unconfirmed; a functional check with a mating broach found the lever arm to be loose but still functioned as intended. The date code j1010 indicates the instruments were manufactured in october of 2010. The date code of j0311 indicates the instruments were manufactured in march of 2011. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The extra curved broach handles are loose and do not hold the broach.